Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable k electrode results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one example of discrepant results: the initial result of the initial sample from the analyzer was 6.13 mmol/l. The patient was reportedly sent to emergency service and the result of a new patient sample from a blood gas analysis was normal. The initial result was not aligned with the patient's clinical status, prompting the patient sample rerun. The repeat result of the initial sample from the analyzer was reportedly still above 5 mmol/l.

Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.